Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the fourth device reported, for the first device reported that was tested by the user facility see MDR 1118880-2020-00117, for the second device reported that was tested by the user facility see MDR 1118880-2020-00118 and for the third device reported that was tested by the user facility see MDR 1118880-2020-00119.

Event description:
The user facility reported that four tr bands were tested underwater and found that all of them leaked when inflated.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.